Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged during the loading process. Customer changed the syringe and cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).